Manufacturer narrative:
(B)(6). One device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. The additional three devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with four continu-flo solution sets. The reporter stated that the nurses had spiked the bags, but there was no solution, even after squeezing the bags. The nurse stated that the drip chamber "looked like it had an anomaly". There was no patient involvement. No additional information is available.